Manufacturer narrative:
An arjo investigator examined the device and found it working to manufacturer's specification. The wheel balk on one end had only one bolt mounting to the chassis. There should have been two bolts. Also, the wheel balk was off-set to one side of the chassis, not centered, as to eom specification. From visual inspection and photos taken of unit, the wheel balk and chassis were originally mounted correctly and have been modified at a later time. The manufacturer concludes the root cause for the incident is that one of the two bolts, used to attach the wheel balk to the chassis is missing, which has made it possible for someone to turn the wheel balk 180 degrees and affect the stability of the trolley. The manufacturer recommends the product be repaired to OEM specifications before being returned to use.

Event description:
The facility reports after bathing the resident, the caregivers were clothing the resident. During the clothing process, they turned the resident on her side. At this point, the shower trolley fell over on its side onto the floor. The caregiver sustained an unspecified back injury when trying to prevent the trolly from falling.